Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us, the 510(k) number provided is of the device considered similar. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Additional information: 1. At what stage of the procedure did the complaint occur?(when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal) during stent placement 2. What endoscope type and channel size was used? Therapeutic duodoscope (olympus) 4.2mm 3. What was the position of the elevator? Was it opened or closed? Open 4. Details of the wire guide used (diameter, type, make)? Boston jag wire 0.035 5. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes, stent was in cbd 6. How long was the stent in the patient by the time this complaint occurred? During deployment 2 minutes approx 7. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? Na stricture information: 1. What was the length and diameter of the stricture? Not given 2. Where was the stricture located in the body? Mid cbd 3. Was there resistance felt passing wire guide through stricture? No 4. Was there resistance felt passing the evolution through stricture? Yes but normal for a tight stricture 5. Was the stricture dilated before stent placement? No questions related to during insertion into patient 1. Was the product inspected for kinks or damage before use? Yes 2. Was resistance felt during insertion into patient? If yes, at what point? Yes, during passing of the stricture questions related to during stent placement 1. Did the product fail during stent deployment or recapture? Stent deployment 2. Was the directional button pressed during use? Yes, when deployment failed they tried to recapture. 3. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes 4. Was the yellow marker kept in view during deployment? Yes but difficult to visualise 5. Are images of the device or procedure available? No questions related to during introducer withdrawal 1. Was final stent placement confirmed using endoscopy / fluoroscopy? If yes, what was used? Na 2. Did the stent open sufficiently to allow withdrawal of introducer safely? 3. Was the safety wire fully removed before removing the delivery system? 4. Did any part of the product snag/get caught with the stent when removing the delivery system? 5. Are images of the device or procedure available? Questions related to during stent repositioning/removal 1. What instrument was used for stent repositioning / removal? Forceps, snare¿ not given was the lasso (suture) loop used during repositioning / removal? A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Device evaluation: upon evaluation of the returned device, shuttle and belt joint partially separated. Glue joint was not intact. However, there was evidence of glue and part of the belt was on the shuttle. Device would not deploy stent. Some form of slipping noise could be heard within handle. Handle was dismantled and stent was partially deployed and re-captured without issue. While examining device it was noticed that belt was only partially located within shuttle. Stent was manually deployed fully and some resistance felt towards the handle. Root cause: a possible cause for the difficulties encountered may be due to tortuous anatomy. See complaint description ¿a very tight stricture in biliary tree required stenting.¿ this may have led to a build up of pressure causing the belt to become partially separated from the shuttle, this then led to the difficulty advancing the delivery system and the stent unable to fully deploy. The customer complaint is confirmed based on the lab evaluation. Device would not deploy stent. Document review: a review of the manufacturing records for evo-fc-10-11-6-b of lot number c1474550 revealed no discrepancies that could have contributed to this complaint issue. Prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. There is no evidence to suggest that this issue affects the entire lot # c1474550 ; upon review of complaints this failure mode has not occurred previously with this lot # c1474550 . IFU review: as per the instructions for use, ifu0056-5, notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". Summary: the customer complaint is confirmed based on the lab evaluation. Device would not deploy stent. From the information provided, there have been no reported adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The trigger (within the handle) is breaking mid deployment making re-sheathing and full deployment impossible. A very tight stricture in biliary tree required stenting. Stent began to deploy but then stopped and would not go any further, crack in handle developed and stent device removed and another used.